Event description:
The pt felt no stimulation. The implantable neurostimulator turned off intermittently. The device may have been programmed to do so. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.